Manufacturer narrative:
Batch review performed on 23 february 2026: gmk-sphere 02.07.0035rp patella resurfacing s.3 (new generation) (k090988) lot 189226: (B)(4) items manufactured and released on 18-dec-2018. Expiration date: 2023-dec-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.07.1204r tibial tray fix cemented s.4r (k090988) lot 184963: (B)(4) items manufactured and released on 31-oct-2018. Expiration date: 2023-oct-21. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0005r gmk-sphere femoral component cemented - 5r (k121416) lot 180968: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 2023-may-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0413fr gmk-sphere tibial insert - flex s4r - 13 mm (k140826) lot 179697: (B)(4) items manufactured and released on 24-apr-2018. Expiration date: 2023-apr-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Root cause:based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.

Event description:
The patient had knee instability and the cause is unknown. At about 6 years and 11 months post primary the surgeon revised the patella from a size 3 to a size 4, the tibial tray from a size 4 to a size 6, the gmk-sphere femur size 5 to a gmk-spherika femur size 5, and the insert from a 13mm size 4 to a 12mm size 6 to increase stability. The surgery was completed successfully.